Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the damage to the device was likely attributed to user error, improper handling, as well as application of excessive force. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using a telescope "trueview ii", 4 mm, 30°, autoclavable, the lens was stuck in the light source and detached from the scope. The event occurred during reprocessing. There was no patient harm associated with the event. This report is linked to the following patient identifiers: (B)(6).

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. Device not returned.